Event description:
A malfunction on the pump was reported by the caller without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.